Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the tip. A piece approximately 0.518" x 0.083" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. Additionally, the instrument was found to fail energy recognition test. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument was connected to an in-house energy generator. A torque wrench was used to tighten the assembly until it was as tight as it could be (clicking sounds). The instrument generated message "tighten assembly" on 3 out of 3 attempts. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the harmonic ace instrument was unusable. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer could not confirm if the missing material/damage found the isi internal failure analysis occurred outside of a surgical procedure. No fragments fell from the device while used within a patient. The timing of the damage is unknown. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.